Event description:
It was reported that tip detachment occured. The target lesion was located in the coronary artery. The vessel was calcified and 100% closed prior to opening. An opticross imaging catheter was selected for use and one run was performed with no issue. When they wanted to use it a second time, the physician noticed that the opticross could not reload. They found that the distal tip was no longer attached. The technician was able to find it on the back end of the table, outside the patient's body. The procedure was completed with a different device. No patient complications were reported.